Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Device evaluation: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported that during patient treatment with juvederm ultra plus the patient developed "erythema on the nose tip." Hyaluronidase was prescribed to the patient to prevent worsening of the symptoms that may lead to permanent damage.